Event description:
It was reported that when the device was used during a low anterior resection procedure, the staple malformed (box shaped). It was not reported how the case was completed. There was no reported pt consequence.